Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported that an infusion of lipids was started at 2130 at the rate of 3 ml/hr. The syringe contains 30ml to be infused for 10 hours. However, after 2 hours, the lipids infusion was found completed. The clinicians re-confirmed the programmed rate and it was found correct at 3ml/hr as per both nurses. The pump was then removed from the clinical area, lipids infusion was stopped for 8 hours and the second bag was resumed without any untoward reaction. There was patient involvement. Patient was reportedly stable, vital signs stable, and related blood works within normal limits.

Event description:
It was reported that an infusion of lipids was started at 2130 at the rate of 3 ml/hr. The syringe contains 30ml to be infused for 10 hours. However, after 2 hours, the lipids infusion was found completed. The clinicians re-confirmed the programmed rate and it was found correct at 3ml/hr as per both nurses. The pump was then removed from the clinical area, lipids infusion was stopped for 8 hours and the second bag was resumed without any untoward reaction. There was patient involvement. Patient was reportedly stable, vital signs stable, and related blood works within normal limits.

Manufacturer narrative:
Omit: concomitant med prod data.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Additional information: device available for eval, returned to manufacturer on, device return to manuf , device eval by manufacturer, if other specify, imdrf annex a, b, c, d, g codes, manufacturer narrative h3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that an infusion of lipids was started at 2130 at the rate of 3 ml/hr. The syringe contains 30ml to be infused for 10 hours. However, after 2 hours, the lipids infusion was found completed. The clinicians re-confirmed the programmed rate and it was found correct at 3ml/hr as per both nurses. The pump was then removed from the clinical area, lipids infusion was stopped for 8 hours and the second bag was resumed without any untoward reaction. There was patient involvement. Patient was reportedly stable, vital signs stable, and related blood works within normal limits.